Manufacturer narrative:
Inspected 1 random opened/used sensor and found sensor broken with missing parts. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had lost signal. The customer¿s blood glucose was 175 mg/dl. Customer also stated that they could not find signal. Customer stated that they shut up auto mode. The sensor will be returned for analysis.